Event description:
Radiology technician was setting up CT room for pt. He moved radiology injector contrast arm over to place syringe in it. As he was moving the arm it fell while he was holding it. The contrast arm scraped his head. Injector hit the floor. The injector contrast arm sheared off at the ceiling level.